Manufacturer narrative:
This report is submitted on october 06,2022.

Event description:
Per the clinic, the patient experienced keloid growth and was subsequently treated with steroids injections (specific date & duration not reported).